Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated they were trying to initiate therapy on the arctic sun device and was getting alerts. There appeared to be no water flowing through the two thigh arctic gel pads. This was the second device they had tried. First device would not power on and the second set of pads. First set were too large. Nurse confirmed patient temperature was 39c, target temperature was 37c, flow rate was 0lpm and water temperature was 11c. Mss had the nurse check the event log which showed alert 01 (patient line open), alert 02 (low flow) and alarm 14 (patient temperature 1 probe out of range) . Mss had the nurse disconnect and reconnect all pads with proper technique. Flow rate was unstable bouncing around between zero and 2.4lpm. System diagnostics showed that outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 10.9c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 8.8c, inlet pressure was -7.1psi, circulation pump command was 50 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 5 bars, system hours were 5394, pump hours were 4761. Flow stopped, and currently at 0lpm. Mss advised to send this device to biomed for evaluation.

Event description:
It was reported that nurse stated they were trying to initiate therapy on the arctic sun device and was getting alerts. There appeared to be no water flowing through the two thigh arctic gel pads. This was the second device they had tried. First device would not power on and the second set of pads. First set were too large. Nurse confirmed patient temperature was 39c, target temperature was 37c, flow rate was 0lpm and water temperature was 11c. Mss had the nurse check the event log which showed alert 01 (patient line open), alert 02 (low flow) and alarm 14 (patient temperature 1 probe out of range) . Mss had the nurse disconnect and reconnect all pads with proper technique. Flow rate was unstable bouncing around between zero and 2.4lpm. System diagnostics showed that outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 10.9c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 8.8c, inlet pressure was -7.1psi, circulation pump command was 50 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 5 bars, system hours were 5394, pump hours were 4761. Flow stopped, and currently at 0lpm. Mss advised to send this device to biomed for evaluation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.